Event description:
A piece of the tip broke off, and the other side is badly fractured. Per source, resource nurse, there was a tear in the pt's cervix which the dr had to repair. The dr handed the instrument off the field in two places.